Event description:
Limited information is available about this event. It was reported the "spring guide wire sheared and had to be cut down to remove piece left behind." More information was requested.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.